Event description:
During treatment of an arteriovenous malfunction in the cecum (colon) with the gold probe device (bipolar electrocautery probe) a perforation occurred. Pt was taken to surgery at a later date and subsequently expired due to sepsis.